Event description:
Report received of an undocumented number of undocumented incidents of distal clave ports being incompatible with non-abbott tubing sets. The customer reported that throughout the hospital, this set-up has been used for the past 7 months. The tubing set is connected to the clave ports, the pump is turned to run, and immediately the pump alarms for occlusion. Upon further inspection, clinicians are finding that the silicone centers of the clave ports are dislodged from the clave and getting stuck inside the distal end of the tubing sets. There have been no reports of any adverse pt event. Additional information was requested, but no further information was provided.